Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent hernia surgery using ethicon ultra pro mesh and pain had been a complication since then in 2016. The patient underwent a second hernia surgery with a mesh device. This was done laparoscopically but it did not clarify the lingering complications of the continuous groin pains.